Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no physical damage at the detection point and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter address; full address name of the customer is (B)(6). The full establishment is general hospital of (B)(6). The subject device was received at repair center (rc) olympus china service business center. Device evaluation findings confirmed the customer reported issue of clogged channel tube. Inspection findings noted foreign materials in the instrument channel tube; the forceps could not be inserted, channel was clogged. Service engineer noted the foreign materials could not be removed. Furthermore, the following findings during inspection were noted on the device: the switch (sw# 1) had leakage. The c cover was burnt. The insertion tube was wrinkled. The insertion tube was slightly crushed. The lg tube was wrinkled. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported at preparation for use, during device inspection the device channel tube found clogged. The device was replaced. The facility completed the intended procedure ( diagnostic gastroscopy) with another device with no delay. There was no patient harm, no user injury reported due to the event.